Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer received a button error alarm. Customer's blood glucose was unknown. Insulin pump would need to be replaced.

Manufacturer narrative:
All of the buttons functioned properly; however, had corroded keypad traces. No button error alarm noted. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, peeling address serial number label and missing the endcap sticker.